Manufacturer narrative:
The batch record review for radiesse (+), lot: a00125000, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00125000) and no similar events were noted. Assessment by merz: the events occurred in a compatible local relationship. Event onset was reported as within a few weeks following injection, which is possible. Product distribution issue (serious) and injection site induration (serious) are expected based on the currently valid argentinian instructions for use (IFU) leaflet of radiesse (+), and can occur after the treatment with radiesse (+). Off label use of device is coded only for formal reasons. The injection into the back of the hands is not an approved indication for radiesse (+) in argentina. Possible confounding factor includes the patient's previous treatment with radoesse (+). In this case the information is quite sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. In this case, surgical intervention was performed as corrective treatment with an unknown outcome. Causality for the events is assessed as possibly related to the treatment with radiesse (+) based on compatible local and possible temporal relationship. The case is considered as serious with the serious events product distribution issue and injection site induration because surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an argentinian physician and concerns a 69-year-old female patient. The patient was injected subcutaneously with radiesse (+) into the back of the hands for biostimulation (off label use of device), in 2024. Batch number was reported as a00125000 (expiry date: 31-jul-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00125000 (expiry date: 31-jul-2025). A lot search in the global safety database was conducted. A 25 gauge cannula was used. A 1.5 ml syringe was used. She was previously injected with radiesse (+). Medical history was reported as none. On (B)(6) 2024, a few weeks after the radiesse (+) injection, the patient experienced a hardened accumulation of filler material approximately 1 cm in size near the injection site on the back of the hands. It was stony in consistency, mobile and asymptomatic. As the patient lived outside the country, on (B)(6) 2025, she consulted a surgeon in that country. On (B)(6) 2025, a soft tissue ultrasound was performed which showed an image consistent with an accumulation of filler material. On (B)(6) 2025, the surgeon decided to perform a surgical removal of the nodule as a corrective treatment. Histopathological study was not reported. The outcome of the events was unknown.